Event description:
It was reported that the unipolar impedance is greater that the bipolar impedance on the lead. The lead lower base rate was reduced and the lead is being monitored. The lead is still in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.